Event description:
Additional information was received that the cause of the events were unknown. The site/principal investigator (pi) assessed the access site hematoma as probable to the index procedure, possible to dual antiplatelet therapy (dapt), and not related to the embolization or ancillary devices. The access site occlusion was assessed as causally related to the index procedure and the dvt was assessed as possibly related to the index procedure, and the occlusion and dvt were assessed as not related to the embolization, ancillary devices, or dapt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was assessed as causal to index procedure, not related to device shield or dapt. Presented with abdominal pain, hypotension and nausea.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline stent had vascular access site occlusion, access site hematoma, and deep vein thrombosis (dvt). Post procedure there was right external iliac artery occlusion, pain and less distal pulse. Predominantly right retroperitoneal hematoma, presented with abdominal pain. The events resulted in prolonged hospitalization. It resolved  on 2018-11-27. On (B)(6) 2018 the patient had bilateral deep vein thrombosis, subacute and chronic, infrapatelar, asymptomatic. The patient received additional treatment and the event resolved on 2018-12-17. The event was assessed as causal to index procedure, possible to dual antiplatelet treatment (dapt), not related to device shield or ancillary device. The patient was originally treated for three aneurysms. Aneurysm number: 1 side (hemisphere): left. Location (vessel): internal carotid artery (ica), segment of ica: c6. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 3mm. Aneurysm dome height: 3mm. Aneurysm dome width: 2mm. Aneurysm neck size: 3.5mm. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 4.7mm. Complete neck coverage at the end of the procedure. Aneurysm number: 2 side (hemisphere): left. Location (vessel): internal carotid artery. Segment of ica: c6. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 2mm. Aneurysm dome height: 2mm. Aneurysm dome width: 2mm. Aneurysm neck size: 2mm. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 4.7mm. Complete neck coverage at the end of the procedure. Aneurysm number: 3 side (hemisphere): left. Location (vessel): internal carotid artery. Segment of ica: c7. Location of aneurysm in vessel: side branch. Aneurysm morphology: saccular. Maximum aneurysm diameter: 4mm. Aneurysm dome height: height. Aneurysm dome width: 4mm. Aneurysm neck size: 4mm. Parent artery diameter distal to aneurysm: 3.6mm. Parent artery diameter proximal to aneurysm: 4.7mm. Complete neck coverage at the end of the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the event term was update to vascular access site hematoma. The site assessed the event as possibly related to the study procedure. It was noted that thrombectomy was performed by vascular surgeons. It was also reported that per source, the subject experienced an episode of amaurosis.